Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. Customer blood glucose level at the time of incident was 495 mg/dl. The location of the leak is not clear. Troubleshoot was not performed. The incident date was unknown. Customer will contact their healthcare provider about calculation insulin with manual injection. Customer changed set successfully. The reservoir will be returned for analysis.